Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation daily due to an implantable pulse generator (ipg) pacing issue and when the programming header is near the device pocket. Intervention of the patient's ipg system was planned but not yet taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead reprogramming had occurred and no further intervention is planned.